Event description:
Litigation papers allege that the patient suffers pain. Update: (B)(6) 2012 - litigation papers received. In addition to pain, it is now alleged that the patient suffers from a dislocation. Litigation also alleged that the patient's acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the acetabulum. An acetabular cup has been reported.

Manufacturer narrative:
The device associated with this reported event was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.